Event description:
During preparation, after the device was removed from the packaging it was noted the device was broken in the middle of the shaft. There was no patient contact.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device confirmed it was fractured into two sections near the hypotube. The proximal portion of the wire measured 93 cm in length and the distal portion of the wire measured 113 cm in length. Scanning electron microscopy revealed the fractured surface exhibited rolled over inner walls along with fatigue striations and elongated dimple ruptures in tear. Compression and tension zones were noted indicative of a bending action. No other anomalies were noted. The scanning electron microscopy concluded that the hypotube fractured as a result of fatigue in a cyclic bending overload motion. Based on the investigation findings, the fracture was likely caused by attempting to retrieve the guidewire against resistance from the dispenser hoop. Therefore the root cause was determined to be handling damage.

Event description:
During preparation, after the device was removed from the packaging it was noted the device was broken in the middle of the shaft. There was no patient contact.